Event description:
It was reported that the right ventricular (rv) lead was attempted in several locations with poor r-waves. The lead was extracted and an alternate lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the full lead was returned and analyzed. Analysis indicated that the outer insulation of the lead was extrinsically breached due to a cut. There was blood on the proximal conductor of the lead and it was not obstructed. Visual analysis of the lead indicated damage at implant. The analysis noted that the lead was returned damaged with the outer insulation breached that allow blood ingress on proximal conductor. The insulation breach contributed to the electrical complaint of undersensing. If information is provided in the future, a supplemental report will be issued.